Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the bottom of the "footplate" of the device was missing. The missing piece was retrieved from the tissue tract using hemostats; no cutdown was required. The footplate piece was discarded. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that both the posterior foot and posterior needle tip were broken and not returned with the device. This is indicative of the posterior needle being deflected during needle deployment and striking the foot, resulting in a broken posterior foot and needle, instead of engaging with the posterior cuff inside the posterior foot pocket as intended. The needle trajectory of every device is verified during manufacturing. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device lot history record did not reveal nonconforming material records associated with this lot. A query of the complaint handling database found no similar incidents. There does not appear to be an indication of a product quality deficiency.